Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, d4, d6(b), h4, h6.

Event description:
Patient reported right side rupture with pain. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a; d6b.

Event description:
Patient reported right side rupture with pain. The device has been explanted.

Event description:
Patient reported right side rupture with pain. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a, h6

Event description:
Patient reported unknown side "rupture." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
Clarification d.4: serial number's (B)(6) left side, (B)(6) right side were provided. Not determined the side for event at this time. Not entered until side of event determined.

Event description:
Patient reported unknown side "rupture." The device remains implanted.